Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated thyroid stimulating hormone (htsh) result of 5.65 uiu/ml generated by access 2 immunoassay analyzer for one patient. The result was reported out of the laboratory and questioned by the doctor. Repeat testing produced a lower htsh result of 1.26 uiu/ml. There was no change to patient treatment. The patient sample was centrifuged for 10 minutes at 3000 rpm in greiner serum separator tubes with gel. No sample issues were noted. The customer indicated that qc had been performing within the established ranges at the time of the event. Beckman coulter hotline advised the customer to perform a system check, which failed. The customer replaced the aspirate probe peri-pump tubing, and the analyzer passed system check. The customer indicated to hotline that they had to change out aspirate probes in the previous week to resolve a similar system check failure. Hardware is the most likely cause of the non-reproducible htsh patient result.